Manufacturer narrative:
30-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal pin broke off at the v-groove...brush heads no longer stay in place - oral-b [device breakage]. Case narrative: a father via e-mail stated that the metal pin on their daughter's oral-b toothbrush broke off at the v-groove. The oral-b toothbrush heads no longer stayed in place. No injury was reported. 04-oct-2023 case update: the suspect product lot was 3ab20310339. The concomitant product lot was p2284. No injury was reported. 16-oct-2023 case update from information initially received on 04-oct-2023: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin broke off at the v-groove...brush heads no longer stay in place - oral-b [device breakage]. Case narrative: a father via e-mail stated that the metal pin on their daughter's oral-b toothbrush broke off at the v-groove. The oral-b toothbrush heads no longer stayed in place. No injury was reported.